Manufacturer narrative:
Additional information: explant date added. An event regarding wear involving a lfit v40 cocr head that was mated with an accolade stem. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 10-september-2019. This inspection indicated. Damage present on the surface of the taper is consistent with interaction between the head and trunnion. A material analysis has been performed. The report concluded: based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient experienced trunnionosis. The implants were revised to cone/conical restoration modular.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient experienced trunnionosis. The implants were revised to cone/conical restoration modular.